Manufacturer narrative:
The technician isolated the issue to the head up solenoid valve. He replaced the valve to repair the bed.

Event description:
Information received indicates the head up function is not working.